Manufacturer narrative:
H.6 investigation: received two photos for evaluation of this incident. Shown an opened package, view of the bottom web (blister) from lot 9226020. The package contained a needle/hub assembly fully retracted within the safety shield (barrel). DHR has been reviewed no quality issues or process deviations were found. The defect cannot be confirmed. H3 other text : see h.10

Event description:
It was reported that the shield and bd insyte¿ autoguard¿ shielded IV catheter separated from the hub before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was related that during a patient's puncture, when removing the shield the catheter was removed together."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield and bd insyte¿ autoguard¿ shielded IV catheter separated from the hub before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was related that during a patient's puncture, when removing the shield the catheter was removed together."